Event description:
The wrench that was used to tighten the 36 harmonic handpiece would not come off. The surgeon used the device with the wrench on. The generator kept going off and screen displayed "reactivate" after three times surgeon asked for another handpiece same thing happened, wrench would not come after tightening device and generator kept displaying "reactivate" surgeon asked for 45 harmonic handpiece wrench went on smooth and device worked perfectly.